Manufacturer narrative:
Date of initial report : (B)(6) 2017 the return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, two devices had an issue with sealing. Oozing was noted during the procedure due to an inadequate seal. An end tone was heard, but there was no evidence of energy delivery. No patient injury or complications resulted from the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report : 2017 date of follow-up report : on 2017-06-01 two lf1737 devices were received for evaluation. The devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The returned products met specification as received. Visual inspection found no defects. The customer reported the devices produced a partial seal. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the devices to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.